Manufacturer narrative:
Corrected data: in the initial MDR section h6, medical device problem code 3191 was provided. However ,the appropriate code is 2993. And has been provided in this supplemental report. Additional information: section d9: device available for evaluation? Yes. Returned to manufacturer on: jan 25, 2021. Section h3: device evaluated by manufacturer? Yes. Device evaluation: the device was received at the manufacturing site for evaluation. Visual inspection under magnification revealed, viscoelastic residue on the optic body and haptics. And that the lens was received cut in half. Which is consistent with a lens, that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed. And no product deficiency could be identified. Manufacturing record evaluation: the manufacturing records for the device were reviewed. The product was manufactured and released according to specifications. A search in complaint system revealed, no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, best estimate is between (B)(6) 2020 and (B)(6) 2020. An attempt has been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that an intraocular lens (iol) was explanted from a patient's right eye as the patient was unhappy with the monofocal lens. There were no incision enlargement or sutures required and no vitrectomy was performed. A non-johnson & johnson lens of the same diopter was used as replacement lens. No further information was provided.